Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/24/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2016. The skin reaction was described as skin that was red, itchy rash-like and irritated. On (B)(6) 2016, the patient was prescribed mometasone hydrocortisone cream. The affected area was treated with the prescribed hydrocortisone cream and over-the-counter zyrtec. No additional event or patient information was provided. No product or data was returned for investigation. The reported event of skin reaction could not be confirmed. A root cause could not be determined. Do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.